Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: indentation at the tip of the insertion and elongation of the tip of the insertion. A definitive root cause could not be established, but based on the results of the investigation, it is likely that the insertion tip indentation and elongation led to following malfunction which is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the ultrasound probe had indentation at the tip and elongation of the tip of the insertion. There was no patient involvement.